Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels within the past two weeks (50 mg/dl) the customer consumed carbohydrates to stabilize bg levels. The customer stated the suspected cause for the low bg's could have been hormonal changes due to menstrual cycle. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.